Event description:
A 3.0mm diameter by 12mm length ave gfx stent was successfully deployed in the circumflex artery. The pt was discharged home two days after stent implant. One month following the stent insertion, the stent was reported to have "closed off" and the pt expired. There was no additional info available from the physician or the user facility.